Manufacturer narrative:
Additional information: device manufacturing date has been updated based on product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer received the error message, "replace sensor," when scanning the adc freestyle libre sensor at 10 days of wear. On (B)(6)2019, as a result of the customer being unable to scan their sensor, the customer had hypoglycemic symptoms and became dizzy. The "doctor's sister has given the customer 2 liquid glucose" as a treatment for hypoglycemia. Additional test strips were also given to the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the error message, "replace sensor," when scanning the adc freestyle libre sensor at 10 days of wear. On (B)(6) 2019, as a result of the customer being unable to scan their sensor, the customer had hypoglycemic symptoms and became dizzy. The "doctor's sister has given the customer 2 liquid glucose" as a treatment for hypoglycemia. Additional test strips were also given to the customer. There was no report of death or permanent injury associated with this event.